Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during ventricular fibrillation episodes, the implantable cardioverter defibrillator exhibited intermittent sensing. The device appropriately detected the rhythm and delivered high-voltage therapy, which broke the rhythm. Programming changes were made and the patient was stable.